Manufacturer narrative:
A sample device was not returned for evaluation. The lens remains implanted. The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Event description:
A surgeon reported that after an intraocular lens was implanted in 2012, she has noticed glistenings in the lens. The patient has shown a one line drop in best corrected vision as well. In a follow up, the surgeon reported that the event continues. She is having the patient wear correction for minimal refractive error and then going to follow up and evaluate her again. If symptoms persist the lens may have to be exchanged. In an additional follow up, the surgeon reported that she is not planning an exchange and will follow the patient for now.